Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards received additional information regarding this event. The patient presented with shortness of breath, exertional dyspnea, and fatigue. He recently fell and suffered a right scapular fracture and was being considered for surgical repair. However, because of his other valve diseases, he was deemed not a candidate and underwent transcatheter valve replacement. The aortic valve underwent transcatheter valve replacement due to severe symptomatic aortic stenosis, secondary to calcification. Tee showed trace perivalvular leak with good leaflet function.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Although there have been attempts to receive further information regarding the event, no additional details were provided. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that eleven (11) years, ten (10) months post-implantation of this 21mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to severe aortic stenosis. A 23mm transcatheter valve was implanted with no reported complications.